Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer complained of an erroneous elecsys ferritin result for 1 patient sample. The initial ferritin result was 4.89 ng/ml and the repeat result was 900.0 ng/ml. The same sample tube was used for initial and repeat testing. There were no erroneous results reported outside of the laboratory. There was no allegation of an adverse event. The ferritin reagent lot number was 25232700 with an expiration date of 31-oct-2018.

Manufacturer narrative:
The investigation was unable to find a definitive root cause.